Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump shut off unexpectedly. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.